Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated the proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer after being explanted due to the patient's heart transplant and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event